Event description:
Information was received regarding a level 1 hotline disposable. It was reported that a patient was receiving blood through a hotline fluid warmer during an or procedure. There was a possible leak with the fluid warming tubing where blood was noted in the sterile water reservoir chamber. Everything was disconnected from the patient. The blood was then administered without the fluid warmer. Internal clinical engineering investigated at the time of the event and identified a leak with the tubing. Additional information noted that there was no known injury.